Manufacturer narrative:
(B)(4). Date sent: 7/3/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2023. D4: batch # 177c61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the cr40g reload was received with some staples protruding, the washer uncut and the knife recessed below the reload deck. The drivers were noted to be slightly partially advanced. No functional test was performed in order to preserve evidence. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. Although no conclusion could be reached on the cause of the reported event of "difficult to open" since the device was not received, the instructions for use do contain the following caution: after firing the instrument, open the jaws of the instrument by squeezing the closure trigger and pushing the release button with the thumb. For controlled release, while holding the release button down, open your hand to release the closure trigger. Cartridge drivers are exposed as a spent cartridge indicator. If the instrument becomes locked onto tissue and will not open by pressing the release button, the device can be opened by depressing the release button and pulling the closure trigger simultaneously. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 177c61, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please provide more details for " reload got stuck in-between" while firing suddenly it got stuck and surgeon also has to struggle while unlocking the cutter (contour). Did the reload lock out and would not work? Yes. Did the reload begin to staple and cut, but then jammed? No. Was the device difficult to open/remove? Yes. If yes, please provide more details how device was removed? By using more force. Regarding "patient status/ outcome / consequences: yes", could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure the contour reload got stuck in-between the case. The procedure was delayed 20 minutes.